Event description:
On (B)(6) 2014, the prograsp forceps instrument was returned to intuitive surgical inc. (Isi) without a customer reported complaint.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.